Manufacturer narrative:
Gore is currently reviewing the manufacturing records of gore® cardioform septal occluder involved in this case. The device remains implanted. Therefore, an evaluation on the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). After follow-up imaging on (B)(6) 2025 had determined a small floating structure on the left disc close to the left eyelet, marcumar treatment was started. Reportedly, the patient was completely asymptomatic. During an ultrasound scan on (B)(6) 2025 the floating structure was observed to have regressed, thus marcumar treatment was continued for another three 3 months. The floating structure was no longer noted on (B)(6) 2025 under ultrasound imaging. However, there also appeared to have been a round, non-floating structure in close proximity to the septum secundum and the left disc. Reportedly, it was decided the patient remain on marcumar medication over the next three months as the structure could not clearly be identified but was believed to be a thrombus. It was also reported that the patient kept being asymptomatic over the whole course.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an engineering evaluation could not be performed. H6, component code: replaced code g07003 with g04088, added g04027. H6, type of investigation: added codes b20, b14, b11. H6, investigation findings: replaced code c21 with c0106. H6, investigation conclusions: replaced code d16 with d15, added d12.